Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under her right breast from the lifevest. The patient reported that her skin felt like it was "on fire" and "slimy". The patient has a history of skin sensitivity and was using vaseline intensive care on the irritation. The patient confirmed that the "fire" sensation is subsiding, however, the patient followed up with her physician who prescribed a powder for the irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's skin irritation is improving.